Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated the dome brake was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Missing part pwd/pwdii-brake m10x100 lg, 20 mm (ard568301046) was replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: it was detected that a brake screw ard568301046 was missing on a volista light head. According to the information provided it is unknown why this brake screw was missing, if it has been removed or if it has fallen. The absence of this brake screw is detectable because it can lead to a difficulty in positioning the light head. To prevent any incident, the volista instruction for use IFU 01781 indicates to perform daily check before use asking to place the system in various positions to verify that the entire system remains in the selected position, without any drift. The maintenance manuel nm 01780 indicates to replace all brake screws every year. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(6).

Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 26th april, 2024 getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated the dome brake was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.